Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that the drain from pack broke and snapped into two pieces but was not used on the patient.

Manufacturer narrative:
The device history record was reviewed and the lot was inspected and released in compliance with all requirements. Two unused samples were returned for investigation. Visual and microscopic inspection showed no evidence of breakage. Pull testing was conducted and all results passed within specification. The root cause for the reported issue could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.